Manufacturer narrative:
D8/9: device returned to field service, unknown date. The device was returned and evaluated, and the investigation for the reported controller failure - red alarm has been completed. Data analysis: imc logs confirmed the reported failure mode given there was an optical sensor system error window and placement signal not reliable (opm invalid signal, optical pump connected] ¿ event set # (B)(4)) triggered during the case start procedure. Real time (rt) logs revealed that the placement signal was invalid during the case start procedure which resulted in the error window. Despite troubleshooting, the failure condition could not be resolved. On the last pump connection, the console alarmed controller error alarms (opm comm stopped ¿ event set # (B)(4)), and rt logs confirmed the optical bench parameters were invalid. Given the complaint description states "pump could not be turned off", it was interpreted as the console could not be properly shutdown, which was related to the alarm #(B)(4). Device analysis: console (ic4242) was sent back fs for further investigation. The failure mode was not reproduced when running a known-good optical pump and purge. The 5s parameters and optical power were within specification according to the functional check procedure (0042-7316). Inspection of the pump connecter revealed contamination on the ferrule surface that could not be removed with conventional cleaning methods. The root cause of the invalid placement signal was most likely due to an intermittent air gap between the two ferrules that interface at the pump connector. The root cause of the transient loss of optical data was unable to be determined due to the inability to reproduce. The root cause of the loss of optical data was unable to be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race/ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During preparation, the automated impella controller (aic) displayed a "console failure" message and could not be turned off the correct way, prompting an emergency shutdown. A backup console was used, and there was no reported patient harm.

Manufacturer narrative:
The investigation for aic - controller failure (red alarm) has been completed. Imc logs confirmed the reported failure mode given there was an optical sensor system error window and placement signal not reliable (opm invalid signal, optical pump connected] ¿ event set # 1036) triggered during the case start procedure. Real time (rt) logs revealed that the placement signal was invalid during the case start procedure which resulted in the error window. Despite troubleshooting (as recommended by aic ui), the failure condition could not be resolve. On the last pump connection, the console alarmed controller error alarms (opm comm stopped ¿ event set # 1043), and rt logs confirmed the optical bench parameters were invalid (16000).given the complaint description states "pump could not be turned off", it was interpreted as the console could not be properly shutdown, which was related to the alarm #1043 (most likely the result of optical fiber being unplugged while console did not recognize pump being unplugged). Inspection of the pump connecter revealed contamination on the ferrule surface that could not be removed with conventional cleaning methods. The root cause of the invalid placement signal was most likely due to an intermittent air gap between the two ferrules that interface at the pump connector. The root cause of the transient loss of optical data was unable to be determined due to the inability to reproduce. Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name updated . D7 and 8 updated.